Event description:
A biomedical representative reported that both illuminators were not working on the system during a procedure. He verified with the operating room staff that the procedure was completed without incident and there was no impact to the patient.

Manufacturer narrative:
A sample has been received and is pending evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The auxiliary (aux) illuminator, (tt) table top illuminator, and their lamps were all replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The illuminators and its¿ lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformity. Functional testing was performed and the returned aux illuminator and lamp were found to meet specifications. The reported event could not be replicated through sample testing. The table top (tt) illuminator and its¿ lamp were also received for evaluation. Upon installing the returned lamp into the returned tt illuminator, it was found that the lamp was a tight fit. A tight fit lamp can cause poor illumination. A known good lamp was then tested with the returned tt illuminator. The returned tt illuminator was found to meet specifications. Based on the information obtained and sample testing, the root cause of the reported event of the aux illuminator not working cannot be determined conclusively. The root cause of the reported event of the tt illuminator not working can be attributed to a known issue of a tight fit lamp. An internal investigation was opened to address this issue. (B)(4).